Event description:
Orig. Surg. On (B)(6) 2006. Allegedly on (B)(6) 2006 dr. (B)(6) implanted a bfh into patient. On (B)(6) 2007, the rep (B)(4) was completing the paperwork and noted that a 42mm head had been used with a 52mm shell. The rep stated that he was present during surgery. He does not remember verifying the head size with the surgeon but stated that this is his process during 99% of the cases. Complaint history sent. Allegedly, the patient was revised due to the following mom complications: shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility (right). Additional information received 06/24/2016. Added implant/explant dates, birthday and added components.